Event description:
Ambulance crew attempting 12 lead, lead 2 would not obtain a tracing. Stickers replaced several times. Patient with dry chest. Enroute, all cardiac tracings disappeared. Attempted to unplug and plug lead cables in. Unit taken out of service and sent to biomed department for inspection. Biomed follow up: v1, v2 intermittently working. Changed stickers couple of times and wires were checked with good connection. Biomed was unable to duplicate the problem. Since it involved the patient, talked with tech support at zoll. Zoll requested to have the unit sent in for testing. Will ship the unit to zoll.